Event description:
It was reported that two of the 24g x 0.75in (0.7 x 19 mm) insyte vialon-e winged experienced leakage.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received three used 24ga insyte autoguard units without packaging. Unit #1 consisted of the adapter only and units #2 and #3 consisted of the catheter/adapter assembly intact. Accompanying the returned units were 2 needle/hub assemblies fully retracted within the safety shield (barrel), 1 protective needle cover and a miscellaneous extension set. Through the visual microscopic evaluation of unit #1 there was no visible damage observed to the catheter tubing or to the adapter. Unit #2 was observed to have damage in the form of being smashed at the outer threads of the adapter/luer. Unit #3 displayed minimal damage in the form of being smashed at the outer threads of the adapter/luer. A water-leak test was performed where leakage was not observed with any of the units. Based on the observations and testing conducted on the returned units; the reported defect of leakage, although not identified or confirmed was noted to be manufacturing related. The damage observed at the end of the adapter (thread) of unit #2 was noted to be a potential in hindering a secure connection that could result in leakage in the clinical setting. This type of damage may occur if the adapter relative to the equipment is misaligned. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that two of the 24g x 0.75in (0.7 x 19 mm) insyte vialon-e winged experienced leakage.

Manufacturer narrative:
Per additional information, the catalog number has been updated. The following information has been corrected: d.4. Medical device catalog #: 381912 h3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that two of the 24g x 0.75in (0.7 x 19 mm) insyte vialon-e winged experienced leakage.